Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd did not receive any sample or photo from the customer facility for evaluation; therefore, the investigation was limited. A package was received from the customer facility; however, the package contained no product. A manufacturing device history record review of the incident lot was performed and no issues were observed. Conclusions: conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® winged safety push button blood collection had blood leakage from a hole in tubing. No injury or medical intervention reported.